Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump drive support cap was sticking out and he pushed it back in. Customer stated that he slipped and fell on the insulin pump and it cracked. Nothing further was reported.